Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l46104, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s catheter had been implanted for 17 years and the patient didn¿t know why the health care provider (hcp) hadn¿t changed it. The patient had talked to their hcp about it. It was also reported the catheter had ¿grown into my skin and you can see¿. It was noted the patient was very thin. The patient was reportedly told it wasn¿t delivering 100 percent of medication where ¿it needs goes to the fat¿. The medications that were being delivered via the device system at the time of the report were hydromorphone, clonidine, baclofen and marcaine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.